Event description:
The pt was revised because of poly wear of the liner and loosening of the cup.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing that appears excessive of note for the length of time implanted. Review of the device history records for both devices associated with this report did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both provided product codes are inactive/obsolete.